Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on (B)(4) separate occasions during use with batch # 9260290, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported that citrate tubes are overfilling. Additionally the sales consultant provided the following additional information: how many tubes were witnessed overfilling from each lot number reported? Consistently with each draw. 9260290 and 9260286 are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) No specifics how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? First from lab, then staff would not send due to visually past the top fill acceptance level (past way past the suggested fill line) how was the tube drawn? From IV start using the vacutainer with the adapter to pull from loop was a discard tube used? Sometimes if there was fluid in the loop, but no if was drawn from hub or no prefilled loop was a successful draw achieved with the same lot? Yes, because nurse watched very carefully and disconnected prior to overfill is this happening with one particular: department, unit, and shift, time of day or person? Emergency what was method of draw? Straight needle wingset syringe x line unsure/other (please list) IV line, but initial start are you using a bd device to transfer the blood to a tube? Btd llad x no, other drawing directly int o the blood tube no syringe if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) have the tubes been exposed to extreme heat ¿yes x no

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260286. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. Medical device lot #: 9260290. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 20 separate occasions during use with batch # 9260290, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported that citrate tubes are overfilling. Additionally the sales consultant provided the following additional information: how many tubes were witnessed overfilling from each lot number reported? Consistently with each draw. 9260290 and 9260286. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) No specifics. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? First from lab, then staff would not send due to visually past the top fill acceptance level (past way past the suggested fill line). How was the tube drawn? From IV start using the vacutainer with the adapter to pull from loop. Was a discard tube used? Sometimes if there was fluid in the loop, but no if was drawn from hub or no prefilled loop. Was a successful draw achieved with the same lot? Yes, because nurse watched very carefully and disconnected prior to overfill. Is this happening with one particular: department, unit, and shift, time of day or person? Emergency. What was method of draw? Straight needle, wingset, syringe, x line, unsure/other (please list) IV line, but initial start. Are you using a bd device to transfer the blood to a tube? Btd, llad, x no, other drawing directly int o the blood tube no syringe. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat? Yes. X no.